Event description:
One touch ultra meter was prompting three dashes and that their test strip vial was cracked. The senior medical affairs specialist spoke with the pt in 200. The pt neither alleged harm nor experienced injury or medical intervention due to the meter. They reported visiting their physician's office to have their blood glucose level tested. The physicians meter read 121 mg/dl, while their meter read 176 mg/dl. They were administered orange juice; however, they were not experiencing any symptoms of high or low blood glucose levels. The pt mentioned that their medication was also changed. The customer service representative walked them through resetting the meter options and the three dashes appeared on the display. According to the owners manual, if the three dashes appear after the first time the meter is coded, the code number would be lost and the test results stored in the meter memory may be out of order. Issue was not resolved through troubleshooting. Pt's meter was replaced.